Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned for evaluation and the customer's allegation of foreign material in the suction channel was not confirmed. However, occurrence was likely as it was noted there was restriction in the suction channel brush passage. Additionally, during inspection olympus found that adhesive was missing at the forceps cover and the probe unit was loose. Based on the results of the investigation, a definitive root cause could not be determined for the reported events. Furthermore, the legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer and there were no obvious deviations from the instructions for use (IFU). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  "chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope had foreign material in the suction channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.